Event description:
Caller indicated the assure pro meter was reading high. The pt was having a stroke. Their procedure is to take a blood sugar reading for all patients before ambulance arrives. The facility read her bg at 142, the emts reading was 242. Three minutes apart. The facility took it from the finger the emt took it from the arm before the IV was inserted.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification.